Event description:
It was reported that the patient developed an infection. The entire implantable cardioverter defibrillator (ICD) system including the right ventricular (rv) and right atrial (ra) leads was removed. The patient was reported to be in good condition post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5171129, mw5171130.